Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in circuit board a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in circuit board, the real-time image is not displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscopic image is not displayed on processor device. The issue occurred during maintenance. There was no report of any patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.